Event description:
It was reported to medtronic neurosurgery that a patient who was implanted with a strata ii shunt on (B)(6) 2011 allegedly had high pressure coming from the peritoneal catheter. According to the report, the patient developed symptoms of an infection and the valve was explanted. It was reported that purulent fluid was found around the valve.

Manufacturer narrative:
The valve and catheter were both patent. The valve passed leak testing. The catheter did not pass leak testing as there was a nick in the silicone about 0.4 cm long near the distal end. It is unknown how or when this damage occurred. The valve did not meet requirements for siphon or reflux testing. The valve met all specifications for preimplantation testing and pressure-flow testing at 0 cm hp, but it did not meet all specifications for pressure-flow testing at -50 cm hp. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is unknown what may have caused the reported infection. The instructions for use caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin." A review of the manufacturing and sterilization records showed no anomalies. All of our valves are 100% tested at the time of manufacture.